Event description:
It has been reported that an abutment screw has fractured inside an implant. The surgeon had to perform a surgical procedure to remove the abutment screw from the implant. The implant is still in the pt's mouth. Pt injury has not been reported.